Event description:
A nurse reported that the cassette was not recognized by the system during a cataract extraction procedure. The case was completed using an alternate system following a 15 minute delay. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system, confirmed multiple system messages "(B)(6) ID sensor calibration failure", and replaced the cassette ID printed circuit board (pcb) to resolve the issue. The system was then tested and met all product specifications. The replaced cassette ID pcb is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).